Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. A repeat procedure was performed with no intervention was required due to the failure. There was no lubricant used for capsule replacement. The delivery system and the capsule will be returned for investigation. There was no injury caused to the patient.